Event description:
An 8f angio-seal device was deployed to seal the arteriotomy site. Approximately nine days later, the patient presented to the emergency room complaining of pain in the groin at the area of the arteriotomy site. A femoral angiogram was performed, using a 5f internal mammary catheter, the left femoral artery was accessed with the catheter placed at the aortic bifurcation. Injection into the right common iliac showed the vessel to be widely patent down to the femoral head. The profunda artery was found to be totally occluded. The right common femoral artery had a mass-like lesion, but there was continued patency of the superfical femoral artery down to the knees. It was felt the mass-like lesion was the previously deployed angio-seal device. The decision was made to remove the device. The surgeon reported the area was inflamed; the components removed were with a firm material in the center. The components were discarded. Excellent flow was established in the lower extremity. The pain gradually improved and on the day of discharge the patient reported minimal pain. Warmth and color had returned to the foot and function was normal. The patient was reported recovering with no consequences.